Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. It was identified during product analysis that the returned balloon had a balloon pinhole in the balloon material approximately 11mm distal of the distal edge of proximal markerband. An examination of the balloon material identified no other issues. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and microscopic examination of the tip was completed. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands. No issues were identified during device analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous vein. A 6.0 x 40mm mustang balloon catheter was advanced for dilatation. However, during first inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous vein. A 6.0 x 40mm mustang balloon catheter was advanced for dilatation. However, during first inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.